Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was used. The patient reports pain and suffering for the last seven years. A reoperation was performed in 2011 to remove a portion of the mesh and to repair the perforation through the vaginal wall. The patient stated the mesh cannot be completely removed and it continues to migrate and cause more damage. No additional information was provided.

Manufacturer narrative:
Corrected information: the information contained in this file has been determined to be a duplicate of the event reported in medwatch report 2210968-2012-02720. Therefore, medwatch report 2210968-2012-02044 will be voided. Please see report 2210968-2012-02720 for all information regarding this event.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.